Event description:
Anesthesia tens, when removing the syringe from the packaging to prepare medications, notices that inside the syringe at the level of the thread where the needle goes, there are stains similar to dirt.

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, black foreign matter is observed on the syringe near the luer tip. Unable to identify the foreign matter based on the images. Physical samples are required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that dirt-like stains were found on the bd emerald¿ syringe needle threading before use. The following information was provided by the initial reporter, translated from spanish: "anesthesia tens, when removing the syringe from the packaging to prepare medications, notices that inside the syringe at the level of the thread where the needle goes, there are stains similar to dirt."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.